Event description:
Caller reported an error with the cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for a pump reset, guiding the caller through the process. After completing the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.